Event description:
Reportedly, the pacemaker involved in this MDR report could not be interrogated. According to the physician, the problem was caused by radiation for a cancer of right adrenal (surgery followed by the radiotherapy treatment). The device was changed and returned for analysis. This device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration (group no.2). This was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.